Event description:
It was alleged that the patient dropped off the monitoring system without the staff being aware of it. The patient expired.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: not provided by the customer. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.